Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support error" was displaying on screen. The data log and functional test could not be performed due to the error message. The reported event of a error icon was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed error call tech support. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.